Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The power cord was repaired. The system was tested and operates as intended.

Event description:
The customer reported that the 9600 system intermittently would not perform fluoroscopy. No patient injury was reported.